Manufacturer narrative:
The lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4: medical device lot#: 4145846. D4: medical device expiration date: 31-may-2027. D4: unique identifier (UDI) #: (B)(4). H4: device manufacture date: 09-jul-2024. Investigation summary: bd received one (1) photo for investigation. The photo provided by the customer is an example and not a representation of the impacted device. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: hub separates during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, the tip of one device broke off inside of the hub. No adverse impact was reported regarding the patient or user.